Event description:
The rep reported the device was revised because of flipping. The unit has not been returned for analysis. Add'l info has been requested from the physician. A follow-up report will be sent if add'l info is received.